Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after the deployment of the valve, the valve dislodged up to a shallow aortic position. A narrow left ventricular outflow tract with calcium extending below the non-coronary cusp, was believed to have contributed to the upward movement of the valve upon release. The dislodgement of the valve resulted in moderate paravalvular leak (pvl). A second transcatheter bioprosthetic valve was implanted valve-in-valve. No adverse patient effects were reported.